Event description:
It was reported that during the sheathed insertion in the or the iab prematurely unwrapped. As a result, the assembly was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow up report will be filed when evaluation is complete.